Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a shocking or jolting sensation after the patient got out of bed. Prior to going to bed, the stimulation did not feel as strong so the patient turned the stimulation up. Therapy was fine for the last several hours after the shock, and there was no repeated incidence of shocking. Additional information has been requested, a follow-up report will be sent if additional information becomes available.